Manufacturer narrative:
H6. Investigation - serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient¿s instability [swelling, looseness, and knocking] cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2021. The patient has suffered the following injuries and complications as a result of this exactech device: swelling, looseness, and knocking. It is also stated that the patient has a revision scheduled, there is no information provided that a revision has occurred. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Associated report MFR# 1038671-2025-00018. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6 (health effect - clinical code, medical device problem code, component code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. The reported femoral debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.